Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at rated burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the nc emerge mr, ous 4.00mm x 12mm catheter was returned for analysis. Visual, tactile, and microscopic analyses, as well as functional testing, were performed on the device. A visual and microscopic examination of the balloon material identified no tears or pinholes in the balloon. Visual, tactile and microscopic examination of the hypotube identified multiple hypotube kinks and midshaft identified severely stretched. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.